Manufacturer narrative:
Film evaluation summary: the reported endoleak seen following implant was confirmed; however, the exact cause/source of the endoleak could not be determined from the films returned. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Analysis of the returned images did not reveal any out of specification stent graft integrity issues. A type iiia junctional endoleak seems unlikely as there appeared to be sufficient component overlap and the limb extension was well apposed within the aui. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. The endoleak appeared to be primarily coming from the iliac extension along the 10mm length between the distal margin of the aui and the aaa sac, in a location where the 16mm od iliac extension had abruptly flared out slightly from the 14mm distal od aui, and where the fabric transitioned from 2 (two) overlapping layers to 1 (one) layer and was unapposed within the aaa sac. It is possible that this likely type IV endoleak may have been exacerbated by potential slight fabric stretching resulting from the observed stent expansion below the junction. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. It appears unlikely that the potential proximal aui infolding (which could not be verified without CT¿s), caused by implanting the 23mm od aui into the ~14 ¿ 17mm flow lumen diameter neck, would have contributed to the observed endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of an unknown size ruptured abdominal aortic aneurysm. It was noted the procedure time was from 03:27 to 06:30. 5000 units of heparin was administered during the procedure. It was reported during the index, after the aui and endurant limb etlw1613c93ee were implanted, an angiogram identified a possible endoleak/tear in the aui stent. An additional etlw1613c93ee was implanted and the endoleak was confirmed as resolved. Per the physician the cause of the event is undetermined but commented that the limb inside the aui was not opposing very well despite multiple mouldings. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
And the patient is fine.